Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump shutdown during the night and upon turning it on in the morning the sensor had to be reset and a new cartridge needed to be loaded. Customer's blood glucose (bg) level was at 254 mg/dl and was treated by administering a correction bolus. A replacement pump was sent to customer. Customer was able to successfully load a new cartridge and will continue using the pump until the new pump arrives.